Event description:
It was reported that in 2008, the patient had a g3 nail implanted. In 2009, the surgeon found that the nail was broken. At about 5 days later, the broken nail was revised.

Manufacturer narrative:
Evaluation summary: low power optical- in general the structure of the breakage surfaces of the distal fragment shows as similar appearance. Dimensional examination revealed no deviations in the relevant undamaged areas. A function test could not be carried out due to the extent of damage. A hardness test according to translation revealed the tensile strength of the material (nail) being within specified parameters. A review of the DHR / inspection records for the nail revealed no discrepancies. Examination of the breakage surfaces of the nail revealed, that the cause of the breakage was material fatigue due to overload. The breakage surfaces of the nail suggest that the breakage had started with an incipient crack at lateral and had continued through the bridges in medial direction. Drill marks that were detected in the origin area of the fatigue fracture most likely contributed to the breakage of the nail. Evaluation revealed evidence that the event is not linked to a deficiency of the device but rather pt related. Furthermore intra-operatively caused pre-damage on the implant had contributed to a fatigue fracture of the nail.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
Patient called home monitoring to inform them that their system was removed for infection shortly after their implant. The patient could not remember the exact date of explant. In 2009, the patient received a medtronic system and they did not know when the system was explanted. The following physician's office did not know the exact date of explant. Philos ii dr-t, MDR 1028232-2009-01361. Setrox s 45, MDR 1028232-2009-01363.